Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device ECG (electrocardiography) port was damaged due to ECG cable pins snapped off in the port. There was no reported patient involvement, therefore no health consequences or impact.